Manufacturer narrative:
On (B)(6) 2025, it was noted that reading associated with patient a with sensor serial number (B)(6) appeared in merlin.net under readings for patient b with sensor serial number (B)(6). There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott r&d internal testing and code review identified an issue where the readings from one cm3100 system session for one patient (patient a) were incorrectly reported under a different patient (patient b). No patient injury was reported. The issue is currently under investigation. (B)(4) was created for the second patient (patient a).

Manufacturer narrative:
Fa-q325-hf-1 cardiomems duplicate patient profile advisory notice issued by abbott on 20 aug 2025.